Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarmed .the pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via email of low blood glucose readings and button error from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer stated that the insulin pump kept alarming button error. The customer replaced the battery and the button error still occurred. Customer was advised to discontinue use of the device and to revert to a backup plan.